Event description:
Customer alleged they were using an olympus flexible choledochoscope chf p-20 during a laparoscopic cholecystectomy procedure when it experienced severe peeling when being removed from the patient. The scope had been processed in a sterrad nx sterilizer. The customer also reported that a 5 inch section of the scope degloved and pieces fell into the patient. She reported that the surgeon felt confident that he removed all the pieces. The patient is fine as of this call (2009). The scope was sent out to olympus for repair and inspection. The olympus rep said the scope was over 20 years old and mentioned that it might have something to do with the chemicals it was processed in.

Manufacturer narrative:
Other, a 5 inch section of the flexible choledochoscope degloved and pieces fell into the patient.